Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient stated that during the fill-tubing process, insulin leaked from the cartridge into the cartridge chamber. The patient believed they had filled the cartridge with approximately 160 units of insulin but was not certain. The leak originated from the plunger at the back of the cartridge. The patient indicated that the proper cartridge-fill and supply-change procedures had been followed. The supplies had already been discarded, preventing further troubleshooting. The reported lot number was 30103. Blood glucose levels were not affected, and the patient chose to complete the remainder of the supply change independently. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.